Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no product code, batch, or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause description no product code, lot information, or sample available a root cause could be determined. Rationale no product code, lot information, or sample available.

Event description:
Material no: unknown, batch no: unknown. It was reported that during use of the unspecified bd¿ syringe consumer stated that plunger rod is difficult to move. The following information was provided by the initial reporter: friend of consumer called to report the plunger rod is difficult to move. He stated that he is a former bd employee who recommended a 60cc bd syringe to a friend who has throat cancer. The consumer told him that the plunger rod is difficult to move. Lot # and product # were not available, problem occurred about one month ago.